Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for a system implant. During the procedure it was noted that the lead exhibited high capture threshold. Multiple attempts were made to reposition the lead but the issue was not resolved. The lead was not used and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.